Manufacturer narrative:
Additional log review was performed and the following information was revealed. The tenaculum forceps instrument involved in this complaint was last used on (B)(6) 2020 with system sk2497 based on the logs. This date is prior to the reported event date of 22-(B)(6) 2021 which was provided by the customer. It is unknown if the incorrect event date was provided, or if the product issue was identified on (B)(6) 2021, prior to the instrument being installed on the system and therefore not appearing in the logs. Additionally, logs showed that the instrument involved in this complaint was used in the same procedure as the instrument reported under patient identifier (B)(6).

Manufacturer narrative:
Intuitive surgical, inc, (si) has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 1.28" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number on sk2674 on 15-dec-2020 and it had 6 uses remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the cable of the tenaculum forceps broke. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that she did not have patient information.